Event description:
On (B)(6) 2022, the patient had left total hip arthroplasty. Depuy components were implanted., including 2 screws. On (B)(6) 2024, patient reports audible squeaking in hip, and pain at night and slight leg length discrepancy. On (B)(6) 2025, patient had a left hip revision to address failed left total hip. During the procedure the surgeon reported that there was a notable quantity of fluid in hip, the femoral head was significantly worn, and the polyethylene head (liner) was extracted in numerous different pieces and appeared worn. There was synovitis with metallic debris.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a2 dob. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, b6, b7, h6 (health effect - clinical code). Corrected: a1. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records review: update ad 5 sep 2025. On (B)(6) 2022, one month after the left primary hip arthroplasty, the patient's wound was red, itchy and identified to have a small degree of cellulitis around the incision. The patient was treated with oral and IV antibiotics.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient initiated complaint: it was reported by the patient that the person had a hip replacement with depuy actis at reported hospital. Replacement failed in 2024. Even the doctor was shocked. The patient underwent another surgery to replace 'worn' parts. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. (B)(4) x-rays retrieved by (B)(4). The x-ray investigation revealed that a disassociation occurred between the liner and the cup, the femoral head appears to be not centrally loaded since it can be observed that it is having a direct contact with the cup. However no signs of wear can be observed with the provided evidence. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device product description: pinn sector w/gription 48mm product code: 121732048 lot number: 3729245 and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the pinn sector w/gription 48mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device product description: pinn sector w/gription 48mm product code: 121732048, lot number: 3729245 and no non-conformances or manufacturing irregularities were identified. Device history review : a manufacturing record evaluation was performed for the finished device product description: pinn sector w/gription 48mm product code: 121732048, lot number: 3729245 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.